Manufacturer narrative:
Internal complaint reference: (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No accessories included. The battery connector was damaged. A functional evaluation was conducted. The test battery could not be inserted into the broken terminal. The broken piece from the terminal was repositioned and the device accepted the test battery. A functional evaluation was performed. The device passed the weight test. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The joints each moved smooth and easily when the device was depressurized. The device was left pressurized for 10 minutes and each test was repeated. No issues were found. The reported complaint of "will not turn on" was confirmed. The root cause can be attributed to a stress problem. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. The reported complaint of "connector problem" was confirmed. The root cause can be attributed to a stress problem. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the spider 2 tenet was not powering on. No case reported; therefore, there was no patient involvement.

Event description:
It was reported that the spider 2 tenet will not turn on when the battery was attached. The problem may be the connector for the battery. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4).